Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was unable to detect the cassette. The event occurred while checking before in use with the patient. There was no patient involvement

Manufacturer narrative:
One device was received for evaluation. A review of the event history log confirmed the reported alarm. Functional testing was able to duplicate the reported problem. It was determined that the defective downstream occlusion (dso) sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.